Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on thursday due to low blood glucose level of 29 mg/dl. The customer¿s current blood glucose was 177 mg/dl. The customer stated that one time she checked her blood glucose and said it was 290 mg/dl. The meter was reading at 399 mg/dl. Emergency medical service was dispatched as result of low blood glucose. Customer treated in hospital. The customer was wearing the pump at time of hospitalization. She was getting a cat scan at the hospital. The customer stated that she had high blood glucose level of 410 mg/dl on friday. The product was not returned for analysis.